Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the pump touchscreen "abc" button is not working and the transmitter ID screen became unresponsive. There was no impact to the customer's blood glucose level. It was indicated that the current pump will continue to be used for diabetes management.